Event description:
Tthe pump was flagged for a valve 2 leak. The pump was returned for investigation. The pump had its software updated to new version. Pump was able to run final acceptance test and was reverted to manufacturing mode to test functionality of pneumatics. Functionality testing was passed. Updated software has fixed most problems of leaks including this pump. Pump will be sent to repair for all functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release. The complaint was not confirmed because the pump had software updated that fixed issue.

Event description:
The following has been reported: customer reported: pump: (B)(6) on (B)(6) 2024 we need to check for over infusion, set issues, and pump issues cassette lot# 3010943 service needed alarm no patient harm reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.